Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer reported that insulin pump did not correct properly and they need to turn their auto mode off and back on in order to correct their basal. Customer reported that the insulin pump was adjusting very slowly. Customer stated that the auto mode feature was not on at the time of high blood glucose event. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.